Manufacturer narrative:
Revision to the initial MDR in block h6 codes. This supplemental report was created to capture information corrections.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the ra lead and rv lead were fractured or broken or cut during the extraction process and both the implantable leads are partially left in the subclavian vein. A revision was performed, and the pacemaker remains implanted, but the right atrial (ra) lead and rv lead were explanted. The pacemaker was used as a temporary pacing system. No adverse patient effects were reported. The rv lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the rv lead was fractured or broken or cut during the extraction process and both the implantable lead are partially left in the subclavian vein. No additional adverse patient effects were reported. The rv lead was explanted.